Event description:
The patient underwent removal of bak/ l implant due to non-union. Additional information has been requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. While the cause for the non-fusion is unknown, it is noted in the clinical results section of the IFU that the fusion rate is not 100%. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.